Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a bubbled dso sensor seal, and a dirty battery door. Functional testing was performed. Upon review the reported problem was unable to be duplicated, the device functioned as it should. It is normal for the device to alarm to remind the user that the dose cycle is over-due. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory. (B)(4), b3: unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device alarms dose is now overdue. Pump is stopped. No patient injury/involvement reported.